Event description:
It was reported to boston scientific corp that a resolution clip device was used for bleed mgmt at the ampulla of the bile duct of a female pt performed on (B) (6) 2009. According to the complainant, during the procedure, six clips were deployed successfully, however, the seventh clip deployed but did not release from the sheath. The clip had attached to tissue. The clip was removed from the tissue with no damage to the pt. The procedure was completed with another resolution clip device. There has been no report of pt complications as a result of this event.

Manufacturer narrative:
The device has been received for analysis but an eval has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).